Manufacturer narrative:
D4 - primary UDI number: corrected d9: date returned to mfg.: 4/18/2024. H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, crack dso seal, scratch lcd lens, worn uso seal. The complaint was confirmed by functional test, there was a torn membrane, and a frequent occlusion. The cause is the dso seal. Replaced the dso seal to correct the issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a torn membrane and frequent occlusion. It was unknown if the issue was related to physical damage or abuse and unknow if there was delay in therapy. There was unknown patient involvement and unknown patient harm.